Event description:
Reporter alleged blood glucose measured 496 mg/dl at 4:19 am, back to back with a result of 44 mg/dl taken at 4:23 am. Customer stated not having any high glucose symptoms at the time, however, felt low which was indicated by sweating, feeling weak, & having blurred vision. It was stated customer self treated with food and within 1/2 hour afterwards felt better. No other actions were taken or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.